Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the main keypad assembly and the power pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event their device cycled power by itself multiple times. No further details about the patient or the event were provided.